Manufacturer narrative:
(B)(4). RMA (B)(4) has been initiated for this issue. Model r102, serial number/date code and age of product are unknown. The owner's manual part number 1023891 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. This product is utilized at a facility. The facility called stating that one of the straps on the r102 sling allegedly broke. The patient was in the sling over the bed when the strap broke. The nurse caught the patient. No injury alleged. The product has been taken out of service and is to be returned to invacare for an inspection.

Event description:
"(B)(6) reported an incident that allegedly involved an invacare sling. (B)(6) stated that a strap broke on the sling with the resident in it. This happened over a bed the nurse tried to stop her and grabbed onto the other 3 straps." No alleged injury.